Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step. It was reported that the customer experienced an elevated blood glucose (bg) level of 511 mg/dl. Customer gave correction insulin by injection. Reportedly, the customer relied reverted to an alternate method of insulin therapy and at the time of report the customer loaded new cartridge and resumed insulin therapy.